Manufacturer narrative:
The CPAP device in use when the event occurred is concluded to be, based on available info, a concomitant medical product.

Event description:
A heated humidifier failure allegedly resulted in a thermal void to its housing, and the binding of the humidifier's housing to the continuous positive airway pressure (CPAP) device it was being used with when the event occurred. The complainant reported observing smoke in their CPAP mask when the event occurred; however, they alleged no harm or injury. The heated humidifier and CPAP device associated with the reported event have not yet been received by the manufacturer for investigation. A follow-up report will be submitted when the investigation of the reported event is complete.